Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. A mitraclip xtw was inserted and placed on the mitral valve. However, while attempting to deploy the clip, while opening the lock line cap, one side of the lock line was found to be split into two strands and entangled. The lock line was successfully untangled, and the lock line was removed without issue. The clip was then successfully deployed on the mitral valve, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.